Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other graftmaster device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation in the second obtuse marginal branch. A 2.8 x 16 mm and a 2.8 x 19 mm graftmaster covered stent were implanted to seal the perforation. However, the covered stents failed to seal it; therefore, the lesion was sealed with embolization coils. Neither graftmaster covered stent contributed to complications. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.